Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode and screen wear with contamination/ discoloration and scratch/scuff marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wand. The returned device was tested on the suction line and performed as specified. Due to a cut junction cable and an detached dispal end the device cannot be functional tested. The complaint was verified and the root cause could not be determined with certainty. The device was returned damaged and with a cut cable which is probably caused due to an user damage. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during procedure, the electrode head broke off. All the pieces were removed. A backup device was available to complete the procedure with no delay and no patient injuries.